Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer observed leakage at the junction of the foley catheter connecting site. This appears to be a product defect.

Manufacturer narrative:
The reported event was confirmed cause unknown. Visual evaluation of the returned three-photo sample noted one opened (without original packaging), used silicone foley. Visual inspection of the first photo sample noted shows the overview of the foley catheter with a highlighted circle view showing a pinhole on the trifurcation site. The second photo shows the overview of the foley catheter with leakage. The third photo sample show the product packaging with information. This does not meet which states "missing, damaged, leaking, torn, broken, incomplete or incorrect components are not permitted, the clamp must be closed". A labeling review was not performed because labelling could not have prevented the reported failure. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. Corrections: d, e, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer observed leakage at the junction of the foley catheter connecting site. This appears to be a product defect.

Event description:
It was reported that customer observed leakage at the junction of the foley catheter connecting site. This appears to be a product defect.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.